Event description:
A customer biomedical engineer (biomed reported that there is a 20 second alarm delay between beds/mx40's alarm and the philips patient information center ix (pic ix) surveillance ¿2ndslsurv1¿. The staff (clinical nurse) says red alarms can take 10 to 20 seconds to sound at the central station. Ongoing for approximately three to four days. No recent work done on the system. No error messages seen on the surveillance in question. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A philips remote service engineer (rse) confirmed from the customer biomedical engineer (biomed) that they have a report from the staff in the step-down unit that the alarms at the bedside are taking time to then alarm at the pic ix; staff says red alarms can take 10 to 20 seconds to sound at the pic ix central station. The rse explained to the biomed and staff that there are alarm delays; some intrinsic and some with adjustable default limits. The biomed was sent the related alarm behavior information and encouraged the biomed to perform simulated alarms to show the behavior to staff to go along with information from IFU and configuration guides. The reported problem was resolved remotely. Based on the information available and the testing conducted, the cause of the reported problem was the due to a customer use error. The device was operational after philips provided information to the biomed to resolve the issue.